Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step and issue occurred earlier in day before customer called for support. There was no adverse impact to the customer's blood glucose level. Customer confirmed following proper preparation steps, then changed infusion set and cartridge, resumed insulin delivery successfully, and no additional issues were reported.